Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd image shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in ccd module. In addition, our technician confirmed that the water nozzle missing, the bending rubber leak, the air nozzle missing glue, and the bending rubber pin hole; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).